Manufacturer narrative:
The insulin pump was received severely damaged due to dog chew marks on case, keypad, motor and electronics. The lcd glass was completely cracked and bleeding.

Event description:
The customer reported via phone call that her dog chewed up her insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that she took a shower this morning and left the pump on the dresser and the dog chewed it up. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.